Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not turn off unless unplugged from ac power. Philips received a complaint on the v60 ventilator indicating that the device would not turn off unless unplugged from ac power. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue and the need to remove all sources of power to get it to shut down. The customer checked the event log with the rse and did not find any significant error codes. The rse informed the customer that the manufacturers recommendation was to complete the following troubleshooting steps: 1. Disconnect all power and then reconnect, observe if issue reoccurs.' 2. Replace the power switch overlay. 3. Replace the power management (pm) printed circuit board assembly (pcba). 4. Replace the central processing unit (cpu) pcba. The customer confirmed with the rse that they would complete the advised steps. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of completed troubleshooting steps, a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.